Event description:
Hcp reported the pt was implanted with the device for tremor due to a head injury; lead placement was the vim. The pt experienced persistent numbness and tingling after ultrasound was used to treat pain as a form of physical therapy. The pt experienced episodes of depression and the pt's mood has improved immensely. A follow-up report will be sent if additional info is received.